Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using 116109 joules and 12 minutes and 5 seconds of use the fiber tip broke and detached. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The DHR review confirmed that the device met all material, assembly and performance specifications. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using 116109 joules and 12 minutes and 5 seconds of use the fiber tip broke and detached. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed functional testing for connector for saline flow and connector segment verification. Microscope inspection of the fiber identified that the glass cap was detached. Therefore, the reported event of fiber tip broke and detached was confirmed. The device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). A risk review of the moxy hazard analysis was completed and confirmed that the event of fiber cap/tip break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information. The reported event was confirmed. It is likely that the interaction between the user and device, or sample, caused or contributed to the error. Therefore, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Correction to field h6: device codes.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, after using 116109 joules and 12 minutes and 5 seconds of use the fiber tip broke and detached. The procedure was completed using another fiber. There were no patient complications.